Event description:
When pt was being taken off dialysis, the tubing to pt was clamped by activating the white plastic clamp on the tubing set. There was leakage from the tubing that was approx clamped. Question faulty clamp. Though no problem seen. Second occurrence.